Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2014-23589. It was reported during a permanent implant procedure on (B)(6) 2014, the physician was unable to implant the patient's leads due to scar tissue. The patient was referred to a neurosurgeon.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.